Event description:
The customer reported the ventilator is not working on ac power. The customer reported the unit was in use on patient, but no patient harm.

Manufacturer narrative:
(B)(4).patient information was requested and the customer did not respond.